Event description:
A customer reported an altitude alarm occurred with their pump. There was no adverse impact to the customer's blood glucose level. The customer was able to resume insulin delivery with the original cartridge after receiving tips from technical support to prevent future altitude alarms, which the caller understood and acknowledged.